Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported skin scarring. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: cp1a.260305.018. Hardware: pixel 6. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed scar tissue on the arm due to overuse of that area as a pod infusion site. During follow-up with the patient¿s mother, she stated that they have tried using other infusion sites on the body; however, pods typically only last two days when applied to areas other than the arm, as the patient does not seem to absorb insulin as well past the two-day mark in other areas. The mother reported that pods appear to work best when applied to the arm and noted that the patient is very lean, which makes it challenging to find locations for pod wear. An episode of elevated blood glucose levels was reported, in which blood glucose increased to approximately 300 mg/dl after more than 48 hours of pod wear on the leg and did not decrease despite correction bolus doses and use of a temp basal within the omnipod system. The pod was replaced, and the elevated blood glucose levels were managed with an insulin injection. No medical intervention was reported regarding the hyperglycemic episode. This event is being reported due to skin scarring that was attributed to pod use.